Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a colectomy procedure, the device was placed on skeletonized rectum and closed. The surgeon needed to go lower, opened the device, repositioned it lower, closed it and fired. The specimen was removed, and found the distal end to be open. The rectal side was open as well. It appears that the instrument cut, but did not staple. The surgeon then sutured the rectum and fired the circular to complete the case. Added an hour to the case to suture the rectum in order to close the open end. There were no pt consequences.